Event description:
The customer reportedly obtained a 900mg/dl and 85mg/dl on the accu-chek compact plus system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. The strip information is unavailable. A request was made for the return of the suspected product; replacement was sent.